Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It is reported that a customer was hospitalized for a low blood glucose levels. The customer's wife stated that the customer needed a replacement pump under the doctors orders. The customer's blood glucose was unavailable. The customer was sent a replacement pump. It is unknown what caused the low blood glucose. The wife did not trouble shoot the issue with the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.